Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal to distal circumflex artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed, and the xience v stent was deployed with the first inflation for 60 seconds at 16 atmospheres; however, during the second inflation of 14 atmospheres, the balloon ruptured. Post-dilatation was performed and the procedure was completed. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete, eel lite. Guide cath: ebu 6f, launcher. Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all stent delivery systems (sds) are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use in the finished good lot and then again, once the finished goods lot is completed, a sampling of units are again rupture tested prior to the release of the finished good lot. The product was not returned to abbott vascular for analysis which may have assisted in the investigation. The anatomical conditions were characterized as heavy tortuousity and heavy calcification with 99% stenosis. In this case, it is possible that the sds balloon may have interacted with the anatomical conditions and contributed to the reported balloon rupture. Although a conclusive cause for the reported balloon rupture could not be determined, there are no indications of a product deficiency. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for balloon rupture for this lot.